Event description:
Customer was reportedly unresponsive with blood glucose result of 150 m/dl obtained on the advantage system. Paramedics obtained a blood glucose result of 35 mg/dl on professional device within 10 minutes of customer's result. Customer was treated with an IV (contents unknown), and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.